Event description:
Gyrus acmi was informed that during a therapeutic endometrial ablation procedure, the cautery cord on the resectoscope came apart. The user facility reported that at the beginning of the procedure, upon activation of the active cord rac-b, smoke was noticed, and then a small burst of flame that was immediately extinguished. Upon examination, the user facility reported that the cord appeared fatigued just below the strain relief where the cable connector attaches to the resectoscope. No one was harmed.

Manufacturer narrative:
Visual examination of the rac-b instrument finds that the cord is completely severed just proximal to the electrode connector body. All of the wires at the separated section of cord exhibit signs of charring and melting at the tip. The electrode connector body was returned with the cord. The balance of the insulated wire cord is in good physical condition with no signs of abuse or excessive wear. A search of prior incidents for this type of instrument with the same or similar verbiage to the problem description reveals the following root cause: the most likely cause of the failure would be a cut or other damage to the cord in the failure region, which would lead to an electrical short condition during activation to any nearby grounded object. This short condition would then produce arcing and burning of the wires and insulation, resulting in the ultimate failure of the cord. Also, the IFU under cautions #4 restricted service life - do not use the cable for a period of more than one year. Using the cable beyond one year may be hazardous.